Manufacturer narrative:
According to the information provided by our technician, during on-site visit the issue was not reproduced. There was no technical malfunction of the ventilator. The device passed all performance tests and was returned to clinical use. Device's logs were not provided for further analysis. The investigation findings clearly confirm that there was no problem with the device.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator did not deliver breaths. There was no patient harm reported. Manufacturer's ref. #: (B)(4).